Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guide wire fracture occurred. A 185cm j-tip, pt2 guidewire was selected for use. However, when passing through a non-bsc introducer, it was noted that the guide wire got fractured and was removed through the access in the left femoral artery. No patient complications were reported.